Event description:
Verbatim from paramedic report. "Pt found lying on floor in full cardiac arrest, CPR was in progress on arrival, pt down 6-7 minutes prior to arrival. No trauma noted. Pt remained unresponsive to treatment, transport without incident...while on run mrl monitor battery went dead, placed spare battery in monitor and it was dead. Second abulance called for equipment assistance...(supervisor) notified." Pt was pulseless, non-breathing with dilated pupils. This is an addendum to the medical device report representing the outcome of examination of the equipment involved in the field report of a medical device failure, dated 26 march 2000. The following tests were conducted. None of the devices and/or components were found to sustained any external damage (i.e. Cracks, corrosion, fluid spill, contamination, etc.). The monitor defibrillator was tested with a set of fully charged batteries from inventory and in repetitive cycles performed to the OEM's standards through all functions. The charger was tasked to charge fully depleted batteries from inventory and to perform a normal "battery conditioner" cycle which was completed within timely parameters to the OEM's standards. Each of the five (5) batteries was subjected to full analysis on the cadex c7000 battery analyzer, which discharged, recharged and tested them three times, after which they were individually re-inserted into the same monitor/defibrillator. The following results were noted before and after: before; suspect batteries 1,3 & 4 were indicating "discharged" on arrival. Batteries 2 & 5 were indicating "charged". After; battery 1 86% capacity, 39 ma, 1.45v, lot 002, duration: 17 3/4 hrs. Battery 2 124% capacity, 38 ma, 1.43v, lot mr0003, duration: 17 3/4 hrs. Battery 3 121% capacity, 39 ma, 1.45v, lot na, duration: 17 3/4 hrs. Battery 4 90% capacity, 39 ma, 1.24v, lot na, duration: 17 1/2 hrs. Battery 5 107% capacity, 40 ma, 1.45v, lot mk, duration: 17 3/4 hrs. Defibrillation; all batteries enabled the mon/defib to repeatedly discharge at all pre-set joule-levels a minimum of 10 times without failure. In addition, batteries 4 and 3 were discharged at 360 joules 10 times without failure. Findings: the test results indicate that the most likely causative factor for the alleged "battery failure" was that the crew overlooked that the (1) in-use battery (#3) had been substantially depleted before the ambulance response was initiated and (2) that the alternate back-up (#4) had already been depleted earlier, perhaps during the preceding shift, but had not been replaced/rotated with a freshly charged battery, in accordance with department standards.